Event description:
I received the first of three shots and had a severe reaction I suffered difficulty breathing and extreme joint pain. Five months later still have difficulty breathing and have trouble raising my arms above my shoulders. Insult to injury am being forced to pay (B)(6) for shots I couldn't take.